Event description:
When deflating the balloon, 5mls of saline were able to be taken out of the balloon with a syringe. Unable to get any more saline out of the balloon after multiple attempts. Foley cut at the hub where the 5mls were removed from. This intervention provided a few drops of saline to come out. Syringe attached to the cut hub to pull out more saline. After multiple rounds of withdrawing a few drops of saline into the syringe, nursing was able to deflate the balloon fully and foley was then removed without trauma to the patient.

Event description:
When deflating the balloon, 5mls of saline were able to be taken out of the balloon with a syringe. Unable to get any more saline out of the balloon after multiple attempts. Foley cut at the hub where the 5mls were removed from. This intervention provided a few drops of saline to come out. Syringe attached to the cut hub to pull out more saline. After multiple rounds of withdrawing a few drops of saline into the syringe, nursing was able to deflate the balloon fully and foley was then removed without trauma to the patient